Event description:
The hosp reported that during a coronary artery bypass procedure, the first seal did not deploy out of the delivery tube into the aorta and the second seal cracked during loading. The surgeon continued the procedure with a third seal. No pt complications were reported. This report is for first seal.